Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had three revisions with a mix of depuy and synthes products. Initially the patient had a depuy reverse shoulder implanted (delta cta) in 2007. The first revision was on (B)(6) 2013, the patient fractured the glenoid and as there were no depuy products that would have supported the fracture, a synthes epoca cage was put into the glenoid. A delta stem and depuy hemi head remained in situ together. The second revision was on (B)(6) 2014, the patient had undergone further revision as a result of the synthes screws impinging and causing pain; the surgeon thought the screws were too long. In order to gain access to the screws, the depuy head was also removed and replaced. The surgeon did not make comments to indicate whether the patient dislocated due to soft tissue insufficiency or product performance. It is undetermined what caused the pain, so everything was taken out and was replaced with different hardware. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. (B)(4). (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.